Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of customer's low blood glucose. The wife states that paramedics were called to treat the customer's low levels. The customer's blood glucose level at the time of incident was 25mg/dl. The customer was having a prime anomaly, and was not able to exit the priming loop. The customer states the set continued to drip insulin after the priming process. The wife declined to troubleshoot the pump because they believe the device has been working fine since the materials were changed. The customer was assisted with a set change and clearing an air bubble in the reservoir. No further assistance was needed.